Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support (cts) informed the customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer change the cartridge and infusion set to address the issue. The customer¿s blood glucose (bg) level was 816 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Reportedly the customer was ¿dry heaving¿. Emergency medical transport was called and transported the customer to the hospital. Customer was admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Cts performed a pump system check and confirmed pump is functioning as intended.

Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.